Manufacturer narrative:
(B)(4). It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a carto 3 system and a map shift with no error message occurred. Field service engineer spoke to the bwi representative about reported issue. The bwi representative explained that the complaint was called in for documentation only. The facility did not want onsite service as they have had several cases since reported issue without the mapping issues. The issue was not confirmed. The history of customer complaints associated with this carto 3 system was reviewed. Out of (B)(4) additional reported complaints there were (B)(4) additional complaints that may be related to the reported issue. A device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a carto 3 system and a map shift with no error message occurred. During mapping and ablating, the map had an unexplained shift during the case with no errors. Metal values were less than two on the back patches and the chest patches read 10.3 and 10.9. No defibrillation was performed. The procedure was completed successfully with the issue. There was no patient consequence. Upon request additional information was received on the event. The ablation catheter was completely outside the fast anatomical map. The original location completely shifted. The approximate difference in catheter location before and after map shift was about one inch. Map shifts with no error message could potentially cause a risk to patient.